Manufacturer narrative:
H.6. Investigation summary: two samples were returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed on the second sample. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial out of center in both samples evaluated. A device history review could not be performed as no lot information was provided for this incident. Product undergoes a series of testing throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing to verify the quality of the sealing membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: keytruda leaked from the connection of the protector and the vial. The issue occurred twice.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: keytruda leaked from the connection of the protector and the vial. The issue occurred twice.